Event description:
Device was returned with no information.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 37702 serial# (B)(4) found a lead insertion issue. The connector module, connector ports, access hole adhesive, can and grommet were ok. The setscrews were backed out too far. Telemetry was okay after a physician mode recharge, but a functional test was not performed as balseals #1 and #10 were deformed, leading to a lead insertion issue. A known good lead could not be inserted past the #1 and #10 balseal connectors.